Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017 and (B)(6) 2017, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. Reportedly, multiple inaccuracies occurred, however only one example was provided. No additional event or patient information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The complaint of an inaccuracies could not be confirmed. A root cause could not be determined.